Event description:
Customer reported that during elective cardioversions, burns occurred that required medication. Ballard medical product has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.